Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') and drug dependence ('addiction to pain killers') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no." The patient's medical history included vaginal bleeding, gastric bypass, hernia repair, abdominoplasty, cervix inflammation, benign polyp of uterus, uterine fibrosis, pain in leg, gastric bypass, lower abdominal pain, arthritis and caesarean section. Previously administered products included for an unreported indication: depo provera, ibuprofen and xanax. Concurrent conditions included menorrhagia and back pain. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (zubsolv), gabapentin (neurontin), levocetirizine dihydrochloride (xyzal), oxycodone hydrochloride;paracetamol (percocet), quetiapine fumarate (seroquel), salbutamol (albuterol hfa), sertraline hydrochloride (zoloft) and venlafaxine hydrochloride (effexor). In 2013, the patient experienced headache ("headaches,") and migraine ("migraines"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping),mild cramping"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and abdominal pain ("pain extreme abdominal pain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced drug dependence (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction type: hypersensitivity"), allergy to metals ("nickel allergy"), back pain ("back pain"), arthralgia ("hip pain"), menstruation irregular ("experience irregular periods") and procedural pain ("mild cramping"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, drug dependence, female sexual dysfunction, dysmenorrhoea, dyspareunia, headache, fatigue, allergy to metals, migraine, menstruation irregular and procedural pain outcome was unknown, the hypersensitivity, back pain and arthralgia was resolving and the abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, drug dependence, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menstruation irregular, migraine, pelvic pain and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified) - result not provided. Pathology test - on (B)(6) 2013: uterus: benign endometrium with focal hemorrhage and fibrosis; benign cervix with mild chronic inflammation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, lower abdomen pain, back pain, cramps, dyspareunia, arthritis and migraines/headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: pfs and mr received- reporter and patient demography added, updated onset date of the events and medical history added. Events experience irregular periods & procedural pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no". Concomitant medical products included buprenorphine hydrochloride;naloxone hydrochloride (zubsolv), gabapentin (neurontin), levocetirizine dihydrochloride (xyzal), oxycodone hydrochloride; paracetamol (percocet), quetiapine fumarate (seroquel), salbutamol (albuterol hfa), sertraline hydrochloride (zoloft) and venlafaxine hydrochloride (effexor). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction type: hypersensitivity"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia"), headache ("headaches,"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), migraine ("migraines"), drug dependence ("addiction to pain killers"), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("hip pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, headache, fatigue, allergy to metals, migraine and drug dependence outcome was unknown, the hypersensitivity, back pain and arthralgia was resolving and the abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, drug dependence, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs received : aka name added, reporter added, patient demographic updated, essure removal date added, , event injury nos is replaced with pelvic pain. Case become valid. Events added- pelvic pain, hypersensitivity, apareunia, dysmenorrhea (cramping), dyspareunia, fatigue, nickel allergy, migraines , headaches, addiction to pain killers, back pain, hip pain, abdominal pain, device monitoring procedure not performed. Events severity and concomitant drug added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.